Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that. Pre-op diagnosis: degenerative disc disease (ddd) procedure: anterior cervical discectomy and fusion (acdf)- extrapharyngeal anterolateral approach levels: c5-6, c6-7 on (B)(6) 2011, the patient underwent anterior cervical discectomy fusion, in which rhbmp-2 was implanted. On (B)(6) 2011, post-op, patient's primary diagnosis: pain, back of neck and right knee. On (B)(6) 2012, post-op, patient's primary diagnosis: right shoulder pain and jaw radiating from neck, exacerbated by over-exertion, wearing head lamp. Diagnostic tests were performed: ap and lateral cervical spine films on (B)(6) 2012, results: normal. Another diagnostic ap, lateral, cervical spine was performed on (B)(6) 2012. Results: normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.